Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump¿s settings were changing randomly without user intervention when the batteries were replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s history showed that the last basal delivery was on (B)(4) 2014. The total daily dose was found to be calculated correctly and reflected the programmed basal target. The pump reflected 24 units after 24 hours on a 1u/hr duration test. The insulin to carb ratio (I:c) and insulin sensitivity factor (isf) settings were tested and were found to function accurately. The history settings issue was not duplicated during investigation. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.